Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received.

Event description:
A surgeon reported that during intraocular lens (iol) implant surgery, the leading haptic was stuck to the posterior side of the optic. The surgeon attempted to free the haptic with two different instruments and the capsular bag ruptured. The surgeon was able to cut out and remove the iol. The surgeon stated a vitrectomy was performed. The surgeon reported the use of an unapproved viscoelastic for this procedure. In a follow up, the surgeon reported the outcome of the event as unk.